Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 03-oct-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064 alarms. During testing, a rewind of the pump gave a call service 078 alarm. A leak test was performed and a leak was identified at the battery compartment. There was evidence of moisture found in the battery compartment. The pump cover was removed and moisture damage was found on the printed circuit board. The call service alarm was due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.